Manufacturer narrative:
H3, h6: the power tray was returned for product analysis. The fuses tested good. The power tray was installed into test system c1396. The system powered on, readied and functioned as expected multiple times. Perform several 2d and 3d images, all were successful. No problem found while under test. B01, c19, d14 are applicable to power tray analysis. The power conversation enclosure was returned for product analysis. The complaint was able to be confirmed. The enclosure passed bench testing, but once installed into a test system, the system failed to boot. The generator would not power on. The enclosure was faulty. B01, c02, d02 are applicable to the enclosure analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected f code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the defective power enclosure caused power loss in ias. Replaced power enclosure with updated version and updated power tray. Replacement power enclosure would not load firmware. The system was then fully functional. Evaluation of the returned power conversion enclosure found that the power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. Evaluation for the returned power tray and power converter enclosure was not complete at the time of this report. A follow up report will be sent when evaluation is complete. Other relevant device(s) are: product ID: bi71000860, serial/lot #: (B)(4); product ID: bi71000195, serial/lot #: (B)(4) ; product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the o-arm shut down in the middle of a case and was making a strange noise when the tube was rotating. There was no patient harm and no delay.